Event description:
It was reported that the pump touch screen was cracked, unreadable and unresponsive. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method insulin therapy.